Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: november, 2016. (B)(4).

Event description:
It was reported that while administering chemotherapy to a patient with a bd phaseal¿ injector luer lock n35, the drug ¿streamed¿ out of the phaseal end piece (n35) onto the patient hitting them on the neck and chest. The leakage resulted in chemotherapy exposure to the patient's bare skin. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 611110. Ten retained samples were evaluated. Visual inspection shows no defects. Leak test was acceptable with no leakage. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.